Event description:
A consumer reported that pt experienced hypoglycemia because their fasttake meter was reading inaccurately high. The event happened some time in 2001. The patient took too much insulin because the meter gave a too high result which caused hypoglycemia. Patient was subsequently hospitalized for four days. The hypoglycemia reportedly could have been due to the fact that patient did not eat immediately after taking the insulin. No further information reported.